Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 768 mg/dl. The customer experienced symptoms such as nausea, vomiting and diarrhea. The customer was treated with insulin pump. The customer states that insulin pump¿s auto mode was inactive. Customer does not allege insulin pump was under delivering. The customer was wearing the insulin pump within 48 hours of reported high blood glucose. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.